Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump alarmed, "no disposable pump won't run." The alarm was silenced, pump settings reviewed (res vol 12.0 ml, cont rate 2.3 ml/hr, vol given 94.0 ml). The pump was powered off, cassette removed, tubing gently massaged and tapped the bottom of the cassette on a hard surface to release any air bubbles. The patient had noted an air bubble in the tubing that was unable to move. Troubleshooting was unsuccessful and the alarm persisted. The patient was redirected to the clinic. The event occurred while in use with a patient at the hospital. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.